Event description:
It was reported that (2) hp052 and (5) dh145 were used during a coronary artery bypass graft with radical artery procedure. It was reported by the rep that after the start of the dissection with the blade a solid tone was noticed from the generator. After testing with the test strip tip multiple blades and handpiece were used to finish a working combination. There was extended operating room time by fifteen minutes.